Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. Analysis was unable to verify compromised force sensor system alarm due to motor error alarms. The motor was tested outside the device and passed. The insulin pump was received with cracked case at display window corners and display window. The insulin pump was received with minor scratched lcd window.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not dropped or bumped. The insulin pump will be returned for analysis.